Event description:
According to the reporter, while being used on end to end anastomosis in colon during a laparoscopic low anterior resection, the device¿s blade was unable to cut the tissue after firing. There was a staple formation, but no tissue had not been cut completely. The procedure was converted to open as the surgeon had to cut the tissue by himself. This resulted to extended surgical time of more than 30 minutes as the surgeon applied stoma bag due to fear of anastomosis leakage. This was also led to extend patient hospitalization for 5 days observation for anastomosis leakage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being used for end to end anastomosis in colon during a laparoscopic low anterior resection, the device¿s blade was unable to cut the tissue after firing. There was a staple formation, but no tissue had not been cut completely. The procedure was converted to open as the surgeon had to cut the tissue by himself. This resulted in extended surgical time of more than 30 minutes as the surgeon applied stoma bag due to fear of anastomosis leakage. This was also led to extend patient hospitalization for observation for anastomosis leakage.